Event description:
It was reported that the patient experienced distal tip erosion white copra with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. All information available was provided with the complaint creation, should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.